Event description:
The consumer reported that they lost some weight so the implant sticks out. The patient stated it makes it more difficult to get the antenna in the proper spot. The patient noted that the healthcare professional thought if she continued to lose weight the implant might go down making it less of an issue. The patient mentioned that if that didn't happen she might need to get it replaced. Further information received from the healthcare professional reported that they discussed repositioning of the generator. The professional stated that the device was functioning normally and due to the change in fat padding it was at a slight angle to the skin surface. It was noted that the patient wished to connect at the clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.